Manufacturer narrative:
Block e1: the initial reporter's address 1 is (B)(6) block h6: medical device problem code a15 captures the reportable event of partially deployed ultraflex esophageal proximal release covered stent. Block h10: an ultraflex esophageal ng proximal release covered stent and delivery system were received for analysis. The stent was received partially deployed and the suture was partially pulled indicating that deployment activity had started. Visual inspection was performed and it was noted that the shaft was kinked at the distal section and the deployment suture was frayed. During functional inspection, it was not possible to fully deploy the stent by pulling the finger ring due to the bowed shaft. No other issues were noted to the stent and delivery system. The reported event of stent partially deployed was confirmed as the stent was received partially deployed and could not be deployed during functional inspection. It is possible that the procedural and anatomical factors limited the performance of the device contributing to the reported and observed failures. Handling and manipulation of the device during the procedure and/or the interaction with the scope or additional devices could have caused the kink on the shaft and contributed to the damage noted to the deployment suture. Once the shaft kinked, it most likely bowed during the stent deployment which resulted in the reported event of stent partially deployed. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an ultraflex esophageal ng proximal release covered stent was to be implanted to treat an esophageal cancer during a stent placement procedure performed on (B)(6), 2021. During the procedure, when the stent was attempted to be deployed, resistance was felt and the stent was unable to deploy. The stent was removed from the patient partially deployed on the delivery system and the procedure was cancelled and rescheduled to use a different device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The initial reporter's address, phone: (B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an ultraflex esophageal ng proximal release covered stent was to be implanted to treat an esophageal cancer during a stent placement procedure performed on (B)(6) 2021. During the procedure, when the stent was attempted to be deployed, resistance was felt and the stent was unable to deploy. The stent was removed from the patient partially deployed on the delivery system and the procedure was cancelled and rescheduled to use a different device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.